Manufacturer narrative:
The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a blood glucose of 525 mg/dl associated with frequent persistent occlusion alarms which were occurring with multiple sets of supplies. This report is made based on the allegation that the patient experienced hyperglycemia associated with frequent occlusions with the insulin pump.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05/27/2016 with the following findings: the total daily dose history was found to add up correctly and reflect the users programmed basal rates. A review of the pump history found multiple occlusion alarms leading to delivery interruptions observed in the black box on (B)(6) 2016; the recorded force at time of occlusions was high. A rewind, load cartridge, and prime steps were performed successfully with no alarms. The pump was exercised for 24 hours with no occlusions occurring. A force sensor calibration test confirmed the sensor was detecting the correct force at 5lbs. The pump passed a delivery accuracy test and was found to be delivering within required specifications.